Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the screw was "sliding" during insertion into the bone. It was noted that the threads were damaged. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage on the initial thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.